Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to faulty system pcb assembly.